Event description:
On (B) (6) 2010, the pt underwent endovascular repair for an infrarenal aortic aneurysm. A gore excluder aaa endoprosthesis trunk-ipsilateral leg component was implanted. The device compressed at the contralateral leg opening. The aortic measurements at that location were 20-22 mm. The physician chose to convert the procedure to an aorto-uni-iliac procedure and a fem-fem bypass. The pt tolerated the procedure.

Manufacturer narrative:
A review of the mfg paperwork is being conducted.